Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: while inserting a camera into one of the sils ports, the seal from the port broke off and fell into the patient's cavity. The piece was recovered and removed. Delay in operating room 30 minutes. Continued the case with the same products. No patient injury was reported.